Manufacturer narrative:
The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that the wire was crimped at the time of manufacture. Review of the device history records showed that these pads passed the pull testing done during the manufacturing process prior to being released. Additionally, retained sample testing of the suspected lot number confirmed that there were no irregularities with this lot number (0616) that would have contributed to the wire being pulled away from the electrode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that a wire separated from the electrode upon removing the electrode pads from the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.